Event description:
New information notes that a single occurrence of high pacing lead impedance was observed. The patient is stable and will be monitored remotely.

Event description:
During a follow-up, externalized conductor was observed.

Event description:
New information notes the lead was capped and replaced. There were no further consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.